Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: part # 05.000.008 synthes lot # (B)(6). Supplier lot # (B)(6). Release to warehouse date: 2 jun 2016. Manufacturing site: triangle manufacturing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that the handle battery powered driver buttons do not work. The repair technician reported that contact plate was cracked, device did not run in fast forward, forward and reverse mode, d50 was crack, patina damage on d35, white powder residue on all component, heavily rusted internal component, discolored wires, damaged barriers, scrapping housing due to patina damage. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the handle battery powered driver buttons do not work. The issue was observed during pre-surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.